Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed retracted and used 20ga x 1.16in. Insyte autoguard bc unit from lot number 4066999. A visual inspection was performed, and no damages were discovered. The cannula was placed back into its initial position and microscopically inspected for any button damage, hub damage, adhesive, or spring damage. No damages were discovered, and the unit was able to retract successfully. It is possible that there were issues retracting during use due to the catheter, but no catheter was provided for this investigation. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc needle did not retract properly. The following information was provided by the initial reporter: safety will not react properly. Had to push it multiple times to get it to work. Needlestick possiblity for the clinician or patient.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.